Event description:
New information available on (B)(6) 2018 states that, there a visible was insulation breach on the lead.

Manufacturer narrative:
A partial lead with the connector pin measuring 18 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, it was noted that the lead was fractured and the physician was unable to insert the stylet. The lead was capped and replaced with a competitor lead on (B)(6) 2018. The patient was stable before, during and after the procedure.